Event description:
It was reported the dr was performing a stereotactic breast biopsy on a lorad table with a probe on the left breast in the cranial/caudal position and, the control module rec'd error codes 3 times while taking samples. The customer verified the cabling wasn't twisted/braided on itself and checked the connection to the control module. When the dr tried taking another sample and rec'd another error code. The dr powered the unit off, tried the sales rep's demo with the second probe and rec'd the same error. The dr swapped their control module with a second control module, the first holster and the second probe and managed to complete the sampling and thus, the case with no pt consequence.

Manufacturer narrative:
Eval summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the uniboard to be replaced. The device was functionally tested, met all product requirements and returned to the customer.